Event description:
The hospital reported that upon opening the product, the harvester examined the equipment and noted that the inner wire became separated from the jaw. The harvester advised me that there was no damage to the exterior packaging. The patient was in the operating room and asleep on the table when the defect was found. The product was removed from the field and a new kit was opened and the case was completed successfully. There was no delay, the patient was not harmed.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/11/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was not confirmed. The lot # 3000526258 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a